Manufacturer narrative:
Device evaluation: returned device was received enclosure is dirty and stained. Missing screws. Reservoir is contaminated. Drain fitting is rusted. Line cord is old and worn. Crack/corrosion underneath the drain fitting and bottom of enclosure near reservoir tank cracks. Contains old style pcb and drain fitting. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to alarm and go into over temperature. There were no reported adverse effects.